Event description:
The user facility reported a 52 year old female on a impella 5.5 pump experienced high purge pressure and triggered purge pressure blocked alarms during patient support. A tissue plasminogen activator (tpa) infusion was performed but the alarm persisted. The decision was ultimately made to replace the device with another impella 5.5 pump. There was no patient harm.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. Impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure has been completed. The cut pump was returned for investigation. Biomaterial was observed on the purge gap and outflow cage. Since the pump was cut, priming was tested on both sides of the cut. No issues were noted during priming on the side opposite the motor. The motor side purge line was tested, and no purge was seen coming out, which indicates a blockage inside the motor housing. The data log showed a small motor current spike followed by a gradual increase in purge pressure within eight minutes. The purge pressure remained high with a partially resolving trend during the rest of the case. According to the clinical information, tissue plasminogen activator (tpa) did not resolve the high purge pressure issue. The cause of the high purge pressure issue was biomaterial injection, based on data log review and returned product investigation. B.7 added information that was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26682. D.6b explant date was revised as it was previously entered incorrectly on the initial manufacturer device report 1220648-2025-26682. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26682. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26682 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact facility name and fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26682. H.6 codes 3233 and 11 were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26682. They were added to this report but since the initial report has been submitted these codes have changed as the investigation has been completed now. Code 4315 was previously entered incorrectly on the initial manufacturer device report 1220648-2025-26682.